Event description:
IV nurse entered MRI suite and brought her metal IV cart halfway in doorway of MRI suite. The force of the MRI magnet caused the IV cart to lift up and it flew through the air, on to the MRI machine. Patient was lying outside of the MRI, on the MRI table at the time. The cart did not hit him. Another nurse was on right side of patient and was looking for venous access in his right arm at the time of the incident. She was not injured. No injury for any individual - lots of potential for injury!the IV nurse had been called to access the patient located in MRI. She did not realize the power of the MRI magnet especially when the patient was not in the MRI. She intended to leave the cart at the door, but should not have entered the room.this is being reported not because of a device malfunction but as an alert of an incident regarding an MRI and need for better vigilance and perhaps education regarding the fact that MRI magnets are always on and the need for better safety.